Manufacturer narrative:
Mindray service representatives reset the parameter module. Checked and tested to factory specifications.

Event description:
Customer reported an issue with the v series monitor, which may have resulted in a loss of invasive blood pressure monitoring. No patient injury was reported.